Event description:
The customer, a biomedical engineer, contacted physio-control to report that a pin had broken off of a quik-combo therapy cable and become lodged into their device's therapy connector assembly. As a result, defibrillation therapy was not possible. There was no patient use associated with the reported event.

Manufacturer narrative:
It was later confirmed that the facility's biomedical engineer verified the reported issue; noting that pin 5, from a quik-combo therapy cable, had become lodged in the device's therapy connector assembly. The biomedical engineer then replaced the therapy connector assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device has not been returned to physio-control for evaluation.